Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ventilator low pressure alarm indicated that there was an air leakage in the endotracheal intubation balloon, the blood oxygen saturation decreased to 60%-70%, and the breathing difficulty was obvious. It was indicated that the endotracheal intubation was replaced. The patient's breathing was smooth and spo2 rose to more than 95%.